Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been to the emergency room visit with diabetic ketoacidosis (dka). Symptoms reported include hyperglycemia and dehydration. The patient was treated with an intravenous fluids and a shot of insulin at the emergency room. The pod was changed at 9:30 pm and blood glucose (bg) levels was high - did a correction 13.85 units - then at 10:30 pm was high - 12:00 pm was still high and did an injection of 7 units - then at 1:30 am was still high and they called the endocrinologist and gave another injection of 6 units and at 3:44 am was still high attempted to give insulin for 57 grams of carbs and the pod deactivated on its own and then patient put in another pod and ended up giving 5.8 units through the pod. At around 4:25 am arrived at the emergency room and bg was still high at 710 mg/dl results from the blood test. Patient was given injection of 15 units when patient got in the hospital. Now they are waiting for test results to determine if patient is responding to the insulin properly and waiting until bg comes down. Patient is wearing the pod in the hospital. Patient had small ketones.